Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that five years and four months post implant of this bioprosthetic valve, a transcatheter valve was implanted valve-in-valve for unknown reasons. No additional adverse patient effects were reported.

Manufacturer narrative:
This medwatch is a duplicate to medwatch # 2025587-2018-01972. Please reference medwatch # 2025587-2018-01972 for the final investigation results. If information is provided in the future, a supplemental report will be issued.